Manufacturer narrative:
Analysis of the ipg revealed that the ipg was received at the eri state. Internal visual inspection and electrical testing did not reveal any anomalies, however, the data log revealed that the battery lifetime was calculated at 1 year, 7 months, and 5 days with an average energy use index (eui) of 18.2 thus there was an end of life problem.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a replacement of the primary cell implantable pulse generator (ipg) due a shorter than expected lifetime. The physician did not suspect any device issue but is returning the ipg for analysis.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a replacement of the primary cell implantable pulse generator (ipg) due a 21-month lifetime. The physician did not suspect any device issue but is returning the ipg for analysis.